Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii proximal seal tore during rolling of the seal. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery device was returned inside from the loading device. The seal and the tension spring assembly were inside the loader, under the window. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the rec'd condition of the device, the reported complaint "seal cracked" could not be confirmed. (B)(4).